Event description:
It was reported that while the surgeon was broaching, part handle broke off and would not hold the broach. Surgeon had to use a straight handle and ended up breaking the greater tuberosity. Cables had to be used because of it which contributed to surgical delay.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding intraoperative fracture involving a straight accolade rasp handle was reported. The event was not confirmed. This was intraoperative event and there is no indication in the provided information that patient factors contributed to the event. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Additional information, such as the returned device, x-rays, and the revision operative report is needed.

Event description:
It was reported that while the surgeon was broaching, part handle broke off and would not hold the broach. Surgeon had to use a straight handle and ended up breaking the greater tuberosity. Cables had to be used because of it which contributed to surgical delay.